Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during a follow up noise as well as oversensing was noted on the right ventricular channel. The right ventricular (rv) lead impedances as well as amplitudes were noted be worse compared to previous measurements. A lead fractured was suspected and confirmed via x-ray at the insertion site of the subclavian vein. A revision procedure is planned. This lead will not be returned for analysis. No adverse patient effects were reported.